Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad). The 99% stenosed target lesion was located in moderately tortuous and moderately calcified vessel below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 5 atmospheres for 2 seconds, the balloon was ruptured at the center. The device was removed without any problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient condition was good.